Event description:
The pt was pre-dilated prior to the heating phase. There are conflicting reports from the physician as to the degree of dilation of the cervix. During the procedure, three fluid leaks were noted. The physician continued on with the procedure following the first two fluid leaks. The physician repositioned the scope following the first fluid leak and then reapplied the tenaculum to make the cervix tighter following the second fluid leak. The third fluid leak occurred approx three minutes into the heating phase. The hta procedure was terminated at that time. The physician then performed a "rollerball" thermal ablation procedure. There were no reports of a failure of the hydro thermablation console based on the info recieved to date. Following the procedure, the performing physician prescribed silvadene cream for the burn resulting from the fluid loss and motrin 800 for pain relief. Several days post-procedure, the pt returned to her physician in extreme pain. At that time, the performing physician diagnosed the pt with "second degree perineal burns of the fourchette and labia minora, and a one degree perianal burn" and referred her to a burn center. It was at the burn center the pt was diagnosed with 3rd degree burns to the genitalia area and perineum and underwent surgical repair of the burns. The pt tolerated the procedure well. Three days post op, the pt was prepared for discharge. The 3rd degree burns were grafted and healing. Based on the nature of this event, conflicting reports were received regarding the sequence of events. Therefore, no add'l details are available at this time.